Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the tubing under the drip chamber where it meets the y-connection of the injection site did not seem to be glued correctly and came apart. The product was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned product was patent and met the requirements for leak testing. It is confirmed that there is a broken connection between the tubing and the y-connection. It is unknown how or when the disconnection occurred. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.